Event description:
It was reported that during an unk procedure, the jaw was broken from the shaft. Took new instrument to complete the case. No further info is available. No pt consequence.

Manufacturer narrative:
Serial # na.